Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for an atrial-driven event with rapid ventricular response (rvr). Three bursts of anti-tachycardia pacing (atp) and three electric shocks were delivered. No additional adverse patient effects were reported. This device remains in service.